Manufacturer narrative:
The subject device was received and evaluated. Device evaluation reported the error "check irrigation error" error code 400 ref 26 was not duplicated, not reproduced. The error 400 ref 26 was generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Additionally, device inspection noted the units housing d socket cover was missing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
An error message "check irrigation error " (error 400 ref 26) error message- check irrigation/ electrode (error 400 ref 26) was reported on the device. The issue found at preparation for use. No patient harm was reported ,no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the previous service record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of error 400 ref 26 was unable to be identified. During the device evaluation, the repair center found that the device had multiple scratches including a scratch on the keypad. The device was also missing the d socket cover. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.